Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Microscopic visual inspection found no irregularities. There was nothing found in the electrode port that would have prohibited the electrode from advancing into the header. An electrode and inserted into the header without any issue. As a result, the reported clinical observations could not be confirmed.

Event description:
Boston scientific received information that during the implant procedure, the electrode was inserted into the header and the pin would not advance past the first connector block. Troubleshooting attempts were made, but were unsuccessful. Therefore, this device was not implanted and a new device was successfully implanted. No adverse patient effects were reported.